Manufacturer narrative:
Section d4: device information was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 2 days of data ((B)(6) 2021) per the timestamp. A no external power and a power cable disconnect alarm were active on (B)(6) 2020 from 7:24:00 to 7:25:28 due to a loss of power while connected to the mpu; the alarms resolved when power was restored. The system controller backup battery supplied power to the system and pump function was unaffected during the loss of external power. Multiple requests for additional information were made to determine if the mpu would be returned for evaluation, if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in an interruption of ac power at the patient¿s home when the alarms were active; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including the low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), rev. C, section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook, rev. C, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the mpu. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a no external power alarm on (B)(6) 2020 while connected to their mobile power unit (mpu). The patient was sent home with a loaner mpu. The event log displayed transient power cable disconnects/no external power events on (B)(6) 2020 while the patient was connected to their mpu. There was no interruption to pump support and the left ventricular assist system (lvas) otherwise operated as intended.